Manufacturer narrative:
The customer¿s report of component breakage and leak were confirmed. Visual inspection noted that the female luer at the y-junction was cracked along the length of the luer. Further inspection of the damaged luer showed tool/crush markings. Functional testing was performed and leaking was observed from the crack. The root cause of the leak was identified as a crack on the set's female luer. The cause of the break is unknown.

Event description:
The customer reported that the pca tubing which was infusing fentanyl cracked and leaked at the y connector site where a propofol infusion was connected. The patient was noted to be very agitated and tried to extubate herself but the nurse in attendance prevented the extubation. The patient required additional unspecified medications for sedation. No lasting adverse effects were reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pca tubing cracked and leaked at the y connector site while infusing fentanyl and proporfol. There was no report of patient harm.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "pca tubing cracked and fentanyl was leaking. Pt suddenly awoke, agitated."